Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported an air bubble sensor alarm occurred. The user attempted to deactivate the air sensor from the central control monitor, but the false alarm continued. The air bubble sensor was disconnected to finish the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.